Event description:
A pt reported missing readings from the memory of pt's one touch profile meter. Pt has had diabetes and been using the same meter for nine years. In 2001, pt noticed that pt's meter would display readings when pt tested pt's blood glucose, but the new readings would not appear in the memory mode. Pt reports no symptoms or adverse events. No further info has been reported.